Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was admitted to the hospital with vomiting that was sudden in onset. At the time of the report, it was unknown whether the patient¿s managing hcp had been contacted or the last time the ins was checked. No further complications were reported/anticipated.